Event description:
It was reported a saline leak was noted from the handle of the catheter during an atrial fibrillation ablation procedure.

Manufacturer narrative:
We are awaiting device return. When our investigation has been completed a f/u report will be submitted. (B)(4).